Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer's mother reported via phone call indicating that the flow of insulin on the customer's insulin pump has stopped and the customer was not receiving insulin from the device. The customer's blood glucose level was unknown at the time of the incident. The caller was advised to rewind the insulin pump and refill the cannula. The caller was advised to call back if they experienced an error alarm from the device.